Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx stents were implanted - one into the r-pda and two into the rca. On the same day, the patient suffered from melena (tarry stools). It was reported that the bleeding was possibly from mid-distal small bowel (gi bleed). Event was treated with blood transfusion and upper and lower scopes pill cam. The investigator and sponsor assessed that the event was not related to index device, but possibly related to anti-platelet medication. Patient is recovered. Patient was on dapt 24 hours prior to event. Cec adjudicated gi bleed as barc type 3a.